Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, while the customer was using the monopolar and bipolar instruments, a spark was noticed from the monopolar instrument and the plastic tip on the fenestrated bipolar forceps instrument was burnt. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all the instruments and accessories were inspected prior to use with no abnormality. The reporter confirmed that the monopolar curved scissors (mcs) instrument arced while being used for cauterizing. At the time of the event, both the mcs and the fenestrated bipolar forceps (fbf) instruments were in use, and it caused thermal damage on the plastic tip of the fbf instrument. The fbf instrument could still energize and had no wire broken/ exposed. No damage was observed on the black insulation. The instrument did not collide with any other instrument or tool during the procedure. Additionally, the mcs tip cover accessory appeared to be properly installed during the surgical procedure. When arcing occurred, the customer used the monopolar coagulation energy and did not connect the monopolar cord to the bipolar instrument. The instrument tip(s) was not in contact with tissue and did not touch any staples, clips or sutures while energized. There was no damage noted after the arcing event. The settings used on the erbe generator were 4 for cutting and 4 for coagulation. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. The patient had not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The customer used back up instruments to continue the procedure and confirmed that no fragment fell inside of the patient. The procedure was completed with no report of patient injury. The mcs instrument was already disposed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Although requested, the following information is unknown: if grounding pad was in use or appeared to have any issues/defects, where the energy leaked/arced from on the mcs instrument, how long the instrument was in use prior to the arcing event, and what caused the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the monopolar curved scissors (mcs) instrument as it was discarded by the site. A follow-up MDR will be submitted if additional information is received. A review of the instrument log for the mcs instrument (part# 470179-19/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors instrument was last used on 16-may-2022 via system serial# (B)(4) for a bilateral inguinal hernia procedure. The alleged event occurred on the 10th use of the instrument with no lives remaining. No photo or video was provided by the site for review. Refer to the report with patient identifier (B)(6) for the fenestrated bipolar forceps instrument that was used during the same procedure and had arcing damage from the mcs instrument arcing. This complaint is being reported due to the following conclusion: it was alleged that during a bilateral inguinal hernia procedure, the monopolar curved scissors instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.